Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7086909, medical device expiration date: 03/31/2022, device manufacture date: 03/27/2017. Medical device lot #: 7215974, medical device expiration date: 07/31/202, device manufacture date: 08/03/2017. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak syringe had the following problems associated with this complaint; particulate/ contamination - (B)(4). Damaged - (B)(4). Print- (B)(4). Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a bag contained four loose 1ml syringes was received, reported to be from batch # 7086909, 7215974 (p/n 309648). The samples were visually evaluated. The received bag was labeled as batch # 70721015, which is not a bd batch #. All syringes were found with missing print. The missing print was located at various locations throughout the scale markings between 0 and 1ml. Surface scratch marks were present at the same locations and could be seen under magnification. The print appears to have been scratched off, also the amount of missing print was over 50% of any one item, which is a rejectable condition. No foreign matter was observed on or in the syringes, and no damage was observed. Product defect of missing print confirmed based on sample evaluation. DHR review for batch 7086909 (p/n 309648): manufacturing dates: 04/19/2017 to 04/20/2017. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7086909 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7215974 (p/n 309648): manufacturing dates: 08/08/2017 to 08/10/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7215974 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause and CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.